Manufacturer narrative:
Follow-up # 1 date of submission 06/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2014 with the following results:a review of the black box showed a sudden voltage drop on 05/09/2014. The pump powered on normally during testing; the battery compartment and returned battery cap were intact. The pump¿s current draws were found to be within specifications and no excessive temperature issue was duplicated during testing. The pump cover was opened and no internal defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature issue. There was allegedly no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.